Manufacturer narrative:
Date of event: (B)(6) 2017 was used for the date of event since the customer reported the event occurred approximately 1 1/2 weeks ago and did not have the exact date of occurrence. There was no given lot number for the product. Without lot number it is not possible to determine the expiration date or manufacture date. Customer reported no sample or lot number were available for this report.

Event description:
Customer reported a (B)(6) female patient had IV chemotherapy infusing via an IV pump. Curos jet caps were reportedly placed on the injection ports of the IV tubing. Customer reported approximately 150 cc of the chemotherapy infusion was found to be leaking from the injection port closest to the patient which had a curos jet cap in place. The patient required re-dosing and was given the estimated amount of chemotherapy that was lost due to leaking.